Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that upon spaceoar injection the magnetic resonance images revealed that the hydrogel was in the anterior rectal wall. There was an image where the hydrogel appeared to be rather close the lumen of the rectum; however, there is still a thin layer of mucosa separating both.